Manufacturer narrative:
Supplement #1. Additional information: concomitant medical products, device evaluated by MFR, adverse event problem, concomitant medical products. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2019. A deployed balloon was received for evaluation. The balloon was noted to be discolored, as the shell and center patch were blue in appearance. Yellow and brown particles were observed on the outer surface of the shell. The balloon was noted to have a large tear, covering approximately 50% of the balloon shell. The tear was noted to be traveling perpendicular to the radius of the shell. The slit valve was visible through the tear on the shell. No particles or foreign material were noted on the slit valve. Due to the large tear in the balloon, functional testing could not be conducted.

Manufacturer narrative:
A review of the device labeling notes the following: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. Balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon "had a igb inserted [and] begun feeling unwell and proceeded to vomit, bringing up the gastric balloon. It appeared to have been slashed inside the stomach." Additional information noted, "abdominal cramps followed by progressively stronger episodes of vomiting until the balloon passed out of their mouth."